Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Reporter phone: (B)(6). If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device evaluation: the intraocular lens was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related this production order (po) was performed on (B)(6) 2021. There is 1 additional complaint folder for this serial number. No investigation was created. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was not implanted, lens broke during manipulation. No patient involvement was reported. Suspect product will not be returned. No further information available.